Event description:
It was reported that "doing a cervical revision of zero profile plate, used the new revision driver that is still in cpe. Inner thread broke off inside the screw head. Case ended up ok. Used standard screwdriver to lift up the plate to get the last screw out."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.